Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified in accordance with 21 cfr 803.3, section 2.14. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported discarded by facility.

Event description:
It was reported that during a meniscus repair, an ar-4502 speedcinch, curved needle with two peek implants and 2-0 fiberwire was used. The surgeon squeezed the trigger for the second implant to deploy and when the device was removed from the joint the second implant was sitting in the joint. It appeared that the implant never deployed behind the meniscus. The remaining suture was cut and the suture and second implant were removed from the patient. Another ar-4502 speedcinch was used to complete the case. The first implant from the first speedcinch remains in the patient. No patient injury reported.